Event description:
Case description: this spontaneous report was received from an us health care professional and concerns a female patient. The patient was injected with radiesse on an unknown date, for an unknown indication. The lot number for radiesse was not reported. After the radiesse injection, the patient experienced a cyst. The cyst was removed, and the pathology came back and showed the cyst was radiesse (reported as calcium hydroxyapatite, caha). The reporting health care professional was unaware that the patient was injected with radiesse and was getting more information. The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of product distribution issue was assessed as expected based on the currently valid us instructions for use leaflet of radiesse. Information in this case is very sparse, as the reporting provider was not the injecting provider, and further event and injection details are pending. Nevertheless, the reported event can occur after the treatment with radiesse and a contributory role of the treatment with radiesse cannot be ruled out with certainty. Causality for the reported event is therefore assessed as possibly related to the treatment with radiesse. Based on the information provided, this case was assessed as reportable to the FDA as the event of product distribution issue was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.